Event description:
Boston scientific received information that during the device changeout procedure; as the right ventricular defibrillation lead was electively removed, the left ventricular and atrial leads became dislodged. The left ventricular lead was attempted to be repositioned; however, an adequate position could not be obtained. The lead was removed and discarded at the hospital. A new left ventricular lead may be implanted in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.